Event description:
Convulsion crisis [convulsion]. Dosage selected windows numbers disappearing [device failure], pens started to lock during injections [device failure]. Feel his fingers dormant[hypoaesthesia]. Every morning, the pt's glycaemia is altering [blood glucose increased]. Case description: medical device info: class iib. This spontaneous case from brazil was reported by a consumer as "dosage selected windows numbers disappearing", "pens started to lock during injections", "convulsion crisis", "feel his fingers dormant" and "every morning the pt's glycaemia is altering" and concerns a male pt treated using novopen 3 with batch and novopen 3 with batch from an unk date and ongoing due to type 1 diabetes mellitus. Medical history includes "emocional" convulsion, migraine and diabetes mellitus type 1 for 10 yrs. The pt's mother reported that two novopen 3 had the numbers disappearing in the window selector. Approximately 1 month ago, these pens started to lock during injection. In 2009, the pt started to have a "convulsion crisis" and went to the doctor. He was hospitalized and had some tests done, the next day, he was discharged. The mother informs that before the crisis, the pt started to feel his fingers dormant. She informs additionally that approximately one month ago, the pt's glycaemia was altering every morning, 185 mg/dl and 215 mg/dl (sometimes it is normal). The pt uses novofine needles 6 mm. He uses the same needle maximum 2 times, and does not leave it attached to the pen. The pens are kept in the pen case, in the pt's bedroom. The outcome was not reported. Two samples received for investigation. Please note: f/u info received 15-may-2009 identified second suspect novopen 3.

Manufacturer narrative:
Company comment: the pt experiences a convulsion crisis. Tests have been done due to this, but no results have been reported. The pt's medical history includes emotional convulsion. It is also known that a decrease in the blood sugar could cause convulsion, however, this has not been reported for this pt.